Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a shock for vt and reverted to sinus rhythm successfully. Subsequently went back into vt and atp was unsuccessful. Hv lead impedance issue was detected. All lead parameters were within normal limits post therapy. Device was subsequently deactivated. No further information is available.

Event description:
New information received indicates that low, out-of-range hv lead impedance was also observed. The lead was capped and replaced. The patient was in stable condition post-procedure.